Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced that the infusion set had come off, as it had been pulled off with garments during clothing removal event on (B)(6) 026. No further information available.